Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: the device stopped working after working 30 minutes. There was a solid tone with error code '5'. The instrument was disassembled to inspect the internal components and no anomalies were found. The device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode.

Event description:
It was reported that during an unknown procedure, the device stopped working after working 30 minutes. There was a solid tone with error code '5'. Reinstalled three times but still could not work. No adverse event on the patient.